Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and the displacement test. There was no unexpected no delivery alarms noted. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, and a minor scratched display window.

Event description:
The customer reported via phone call that she kept receiving no delivery alarms. Customer's blood glucose was 245 mg/dl at the time of the incident. Customer stated that one time her blood glucose was in the 200-300 mg/dl range and she has also had a blood glucose of 500 mg/dl. Customer had been taking manual injections as the pump was not giving her insulin. Customer stated that the insulin did exit during the plunger push. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump will need to be replaced. Customer stated that sometimes she just changes the infusion set and sometimes it is the reservoir or both. Customer will end up having to take a manual injection. Customer was also advised to discontinue use of the pump and revert to a back-up plan.